Event description:
It was reported that a user inadvertently dislodged the site of an inset 23-inch infusion set while removing the needle guard from the cannula with a reported blood glucose value of 270 mg/dl, and an agent guided the user through replacing the set, after which no further assistance was required. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included user troubleshooting and education conducted by support staff. Investigation of this case revealed user handling error leading to incorrect infusion set deployment or connection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during set handling and insertion.

Manufacturer narrative:
Initial.